Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an impella cp was implanted in a patient and during patient transport, the patient sat up and pulled at the impella catheter. An ¿impella in aorta¿ alarm immediately occurred. The pump was repositioned but the inlet appeared very close to the mitral valve. It was later noted that the patient was stable and the impella cp was successfully weaned and explanted.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the cause of positioning issues most likely was due to patient movement since impella dislodged when patient sat up and pulled at impella catheter.